Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011 at 10:30 pm, the pt's blood glucose measured 110 mg/dl before bed. On (B)(6) 2011 at 8 am, her blood glucose was high when she woke up and she collapsed but was not unconscious. Her mother called the ambulance and the pt was transported to the hosp. Her blood glucose measured 980 mg/dl at 8:30 am. Upon f/u with the pt's father, he stated the pt's doctor found the cannula of the infusion set was bent. The pt was released from the hosp on (B)(6) 2011. No further info is available. The infusion set was replaced and requested to be returned for eval.